Event description:
It was reported that the patient had difficulty charging the ipg as it has to be charged more frequently. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021.